Manufacturer narrative:
Correction - section h1 - type of reportable event should have checked with "serious injury".

Event description:
New information received notes that the right ventricular lead was capped and replaced on 27 jan 2026. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited a high capture threshold with a gradual increase over a two-year period. No intervention was performed. There were no patient consequences.